Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. . A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown stem hip implant on an unknown date. The patient underwent a revision surgery due to loosening of the stem on an unknown date. The stem has loosened and therefore a new stem was required and in turn the constrained device needed to be disassembled and reassembled as part of the process.

Manufacturer narrative:
Trend analysis: n/a as no item number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it is reported that a patient underwent tha on an unknown date and later the stem was loosened. Therefore to remove the stem, constrained device was explanted. Thus acetabular ring was revised. The surgeon explains that the revision surgery is not due to a failure of any of the implants but due to the patients anatomy and poor bone quality. Replacement locking rings were requested for the constrained locking device. The device has not failed, but the stem has loosened and therefore a new stem is required and in turn the constrained device needs to be disassembled and reassembled as part of the process. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Additional information has been requested and is not currently available. Root cause analysis: no product information was received. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Adherence to rehabilitation protocol of the patient is unknown. The surgeon states that the failure was not due to the implants, but the poor bone quality of the patient. However, there is no medical data to confirm that possibility. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. It was stated that no product will be sent back for evaluation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown stem hip implant on an unknown date. The patient underwent a revision surgery on (B)(6) 2017. The stem has loosened and therefore a new stem was required and in turn the constrained device needed to be disassembled and reassembled as part of the process. The surgeon explained the revision surgery was not due to a failure of any of the implants but due to the patients anatomy and poor bone quality. No complications were incurred.